Event description:
It was reported there was a polarity switch and low bi-polar impedances were noted in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2009; 4068 implantable pacing lead (B)(6) 2002. (B)(4).